Event description:
During the phaco portion of the case (cataract removal with ultrasound handpiece), with high aspiration, the irrigation line came apart from the handpiece. Within a split second, the anterior chamber collapsed and aspiration was stopped. The surgeon noticed the irrigation line came apart from the handpiece, reconnected and proceded with the surgery. Connections are male/female and can disconnect without warning. If irrigation disconnects, it can adversely affect the cornea. Physicians are aware and this may be a design issue. Device usage problem: other